Manufacturer narrative:
The patient weight was requested but not provided. Age of device: 1 year and 6 months. The lvad was returned to the manufacturer but evaluation is not yet completed. No further information is available at this time. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient received a driveline fault alarm and was admitted to the hospital for further evaluation. The patient was not symptomatic during the event. The system controller was exchanged and the alarm reoccurred. X-rays were submitted and deemed unremarkable. Log files were submitted and were unremarkable with the exception of the driveline fault alarm which occurred while the patient was operating on battery power. Pump function was not compromised. On (B)(6) 2014, the manufacturer¿s technical services team evaluated the patient¿s driveline (percutaneous lead) and found a broken brown wire. No external issues were found. The broken wire was suspected to be internal based on x-rays. A pump exchange was subsequently performed on (B)(6) 2014.

Manufacturer narrative:
The reported driveline fault alarms can be confirmed based on the evaluation of the returned pump. The pump was returned with the percutaneous lead (lead) cut approximately 1¿ from the pump housing and the severed portion of the lead was returned. The reinforcing sleeve was removed to examine the shielding and bionate and areas with shield breakdown were noted. Continuity testing was performed on the distal-end portion of the lead and discontinuities were noted in the brown and green wires. The shielding and bionate were removed from the distal-end lead and examination of the underlying wires revealed that the brown wire was fractured, approximately 25¿ from the metal/controller connector. The conductors of this wire were exposed. Further examination under a microscope revealed that the green wire in this area was also partially fractured. The fracture of the conductors of the wires appeared to be the result of repetitive flexing of the lead in this area. There was no evidence of mechanical damage to the wires such as crushing or pinching. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
The user facility medwatch report was received from the (B)(4) registry. The user facility number was not provided. (B)(4).

Event description:
Additional information was received from the (B)(4) registry stating: drive line fault alarm on pocket controller. Controllers switched. Alarm began again. He then went on batteries.